Event description:
It was reported the pt had been experiencing shooting pain in the area of her thoracic incision since she had been adjusted by her chiropractor. The pt indicated the pain is present regardless whether stimulation is I use or not. The pt is working with her physician to determine a resolution to the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.